Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have scratches on display screen which prevents reading of display screen. Customer also reports that reservoir compartment was damaged causing reservoir to not be secure and needing to be reinforced with a rubber band. Customer reports of receiving no delivery alarms and also reports that batteries were being depleted quickly. Customer's blood glucose ranged from 103 mg/dl to 220 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.